Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested by abdominal pain and cloudy effluent. The patient was not hospitalized for the events. The next day after the onset, the patient began treatment with vancomycin (2grams, one time dose) ip for peritonitis. Four days later, the patient began treatment with vancomycin (1gram every 5 days, for 13days) ip for peritonitis. The patient was recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.